Event description:
During product testing by a baxter service technician, an I-pump failed to automatically restart the bolus during a downstream occlusion. This condition had the potential to interrupt delivery. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event." No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the bolus not restarting. The condition could not be recreated, and the device passed all functional testing in relation to the observed problem; therefore, no additional repair was deemed necessary. If any additional information is received, a follow-up MDR will be sent.